Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
No. (B)(4), batch no. Unknown. It was reported that during use of the syringe integra 3ml w/ndl 25x1 rb the needle retracted prematurely, leading to the customer believing the needle had broken off into his butt. The customer went to the ER for x-rays. The x-rays showed no foreign object in the user. The doctor and nurse examined the syringe and concluded that the needle retracted back into the syringe. "We are writing to you to express an issue we experience with your product bd integra syringe ref (B)(4). My husband uses the syringe for his weekly shots this past saturday on (B)(6) 2019 during the injection the spring actually broke in the cap of the needle and the needle broke off during injection. This result in a trip to the ER for x-ray as the needle appeared to go under the skin of my husbands buttocks. After x-ray's at the hospital and the ER dr and nurse reviewed the needle & syringe the actual needle had actually pulled back into the area where the cap area where the medicine was located. This is now lead my husband to be very concerned about using your products in the future."

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
No. 305270 batch no. Unknown it was reported that during use of the syringe integra 3ml w/ndl 25x1 rb the needle retracted prematurely, leading to the customer believing the needle had broken off into his butt. The customer went to the ER for x-rays. The x-rays showed no foreign object in the user. The doctor and nurse examined the syringe and concluded that the needle retracted back into the syringe. "We are writing to you to express an issue we experience with your product bd integra syringe ref 305270. My husband uses the syringe for his weekly shots this past saturday on (B)(6) 2019 during the injection the spring actually broke in the cap of the needle and the needle broke off during injection. This result in a trip to the ER for xray as the needle appeared to go under the skin of my husbands buttocks. After x-ray's at the hospital and the ER dr and nurse reviewed the needle & syringe the actual needle had actually pulled back into the area where the cap area where the medicine was located. This is now lead my husband to be very concerned about using your products in the future."